Event description:
The account alleged the brake casters do not hold. No pt impact.

Manufacturer narrative:
The account found the brake cable wedged in between the top plate and pulley. The account replaced the top brake plate block assembly to resolve the issue.